Event description:
It was reported that the patient had their device removed because it wasn¿t working. A manufacturer representative had tried to reprogram the patient but nothing worked. The patient did not get their device replaced because they were so thin that the doctor had no place to implant the device. The patient had not had a device since 2008. The patient lost a lot of weight due to bowel blockage and a perforated bowel from surgery. The patient had been home catheterizing for their symptoms. The patient had both lungs with bacterial pneumonia in (B)(6) 2014 and blood poisoning and they nearly died. The patient ¿died¿ twice during their bowel blockage procedure. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), implanted: (B)(6) 2006, product type programmer, patient; product ID 3889-33, lot # v010624, implanted: (B)(6) 2006, explanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient's unit would not respond to their handheld controller so it actually worked out well. The patient did not know why it failed but up to then it was wonderful. It was noted that now due to many bowel surgeries, bacterial pneumonia with both lungs, and blood poisoning the patient was barely (B)(6) pounds and there was no extra room for a unit. The patient had been self-catheterizing and it had been working out for them.